Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.1 miu/ml on the e411 analyzer and this value was reported outside of the laboratory. The result was questioned since the patient is pregnant. The sample was repeated on a cobas 6000 e 601 module, resulting as 227 miu/ml. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The patient sample results have been confirmed as follows: the sample was initially tested on the e411 analyzer, resulting as < 0.100 miu/ml accompanied by a data flag. The sample was repeated on the e411 analyzer on (B)(6) 2018, resulting as < 0.100 miu/ml accompanied by a data flag. The sample was repeated on the e601 analyzer on (B)(6) 2018, resulting as 227.4 miu/ml. The hcgb reagent lot number was 240444. The customer used a calibration that was 5 months old and did not run controls prior to sample measurement.

Manufacturer narrative:
The patient was pregnant and the value measured on the e601 analyzer was the correct value. Upon review of the alarm trace, there were several sample and reagent liquid level detection errors. The investigation was unable to find a definitive root cause.